Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that the insulin pump's keypad had to be pressed harder to get a response. Customer has received button error alarms in the past, also. Customer reported that the insulin pump was slow to rewind and made a grinding sound during the process. Customer also reported going to the emergency room two years earlier due to an abcess from the infusion set. Blood glucose level at the time of contact was not provided. No further information was provided.